Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v718483, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient would like to have her neurostimulator removed because it uncomfortable. They worked for months on it and re-adjusted and works with manufacturer representative and its never worked properly for her. It was uncomfortable when sitting, and she was sitting at a computer all day long, and right now it was starting to hurt. The patient was aware of the neurostimulator not working about a month after implant. A couple weeks after implant she couldn't get it adjusted so it would work for her incontinence, and when she would adjust it higher, her left leg would start vibrating, and then when she turned it down it wouldn¿t work. About a month after implant she went in to see managing hcp (healthcare provider). She showed the hcp the problem with her left leg and he felt her leg. The patient had to go back in for surgery and he moved it or something because it was on a nerve or something in her left leg. She was given an antibiotic after surgery and went into anaphylactic shock and ended up in the ER (emergency room). The patient got neurostimulator where it would sort of work, but she kept leaking, and it wasn¿t even like it was before, sometimes she would stand up and it would leak, so she went back to managing hcp(healthcare provider). She discussed removal with managing hcp, but he recommended manufacturer representative come and adjust it. Her left leg was twitching, and this was about a month after implant. She went back in for surgery about 6 weeks to 2 months after implant, and this was also when she went into anaphylactic shock. The patient went into shock because of the antibiotics, and she was allergic to penicillin and they had given her "kephalex" which was a derivative of penicillin and she didn¿t realize this. The problems with leaking and when the manufacturer representative came out to reset everything was about 3 or 4 months after implant. The patient reports it has always hurt her in her hip and has always blamed this on the surgeries, and that she can feel it even though hcp assured her she would not even know it was in there, but she does, and its uncomfortable for her. The patient had a sling/mesh implanted in 2008 or 2010 and it has never worked. It was later reported that the patient needs to find a urologist to remove the medtronic device for incontinence that she have had for several years. The device had never worked properly.

Event description:
Additional information received reported that the patient had diarrhea since 2012 in addition to the previously reported symptoms.